Event description:
The facility reported a pump with failure code 535. It is unk when this failure code occurred. There was no pt injury or medical intervention necessary according to the hosp rep. No add'l contact info is available.